Event description:
It was reported that the patient had his inflatable penile prosthesis device removed due to constant pain, although the device worked fine. A new inflatable penile prosthesis consisting of 18cmx12mm cylinders, pump, and reservoir were implanted.